Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This is for the right side device. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d1, d4, h6.

Event description:
Patient reported "rupture". This is for the right side device. Device has been explanted and discarded.